Event description:
Pt underwent implanation of an implantable cardioverter-defibrillator initially. There were no medical problems until recently when pt began to experience heavy short burst of electromechanical interference, suggestive of wire fracture and a fracture in the sensing lead impending battery life failure of ICD device. Pt had surgery for removal of ICD device and placement of new medtronic transvene lead. Pt was discharged in 12/2000 with no further complications.